Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during a laparoscopic total hysterectomy, while suturing the vaginal cuff, the device needle disengaged and fell into the patient cavity. The surgeon able to retrieved the needle. They then used another device to resolve the issue in order to complete the case. There was no patient injury.